Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "round firm lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with juvederm voluma xc in the cheeks and juvederm volift with lidocaine in the perioral lines, oral commissures and nasolabial folds. Five days later, the pt also had injections of juvederm ultra xc in the marionette lines and nasolabial folds as well as juvederm volbella with lidocaine in the perioral lines and mental crease. Pt had another injection of juvederm ultra xc 2 days later. Approx 5 months later, the pt had another injection of juvederm volift with lidocaine in the "lip borders", perioral lines, nasolabial folds, and oral commissures. A little over a month later, the pt developed a "round firm lump" under their "right eye and mid cheek extending slightly into the tear trough". There was no pain or discomfort. The next day, pt was reviewed by the treating healthcare professional. The reviewing healthcare professional noted questionable hyaluronic acid and questionable abscess. Pt had the areas aspirated with no effect and was then injected with "hyalase". Pt was reviewed again a week later and given add'l "hyalase". It was also noted that several other lumps had become evident in the right nasolabial fold and in the left marionette. Symptoms are still ongoing. This is the same event and the same pt reported under MDR ID#3005113652-2015-00064 (allergan complaint (B)(4)) and MDR ID #3005113652-2015-00110 (allergan complaint (B)(4)). This MDR is being submitted for the third suspect product, the second injection of juvederm ultra xc, also a device manufactured by allergan. Juvederm voluma xc.